Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a forefoot ib implant system, ar-1530p-cp, was being used in a forefoot ib for hallux varus. After passing the fibertape suture through both bone tunnels, surgeon was fixating the proximal phalanx with the 1st of two provided 3 x 8 tenodesis screws. With the last couple turn(s) of the screw, there was an audible clicking sound and the driver shaft of the 3 x 8 tenodesis screw had broken off flush inside the screw body. The surgeon attempted to remove the piece, but it was determined that the only way to do so would cause more harm to the patient and a loss of fixation. The 3 x 8 screw was used as indicated. It is believed by the rep that the patient had very good bone quality and the driver simply had a little too much torque and snapped off on the last clockwise turn. X-way confirmed that the driver shaft was flush within the peek screw within the bone and no harm is anticipated to the patient. Additional information provided 01/07/2020: there were no other fragments other than the tip that stayed lodged within the implant. The x-rays mentioned previously will not be released by the facility. The driver will be returned.

Manufacturer narrative:
Complaint confirmed, the tip of the driver broke off. Likely causes of the event include continually applying torque when the implant is not advancing or fully seated, improper bone prep, prying/leveraging the device during use.